Event description:
It was reported that during a coronary drug eluting stenting procedure, difficulty maneuvering the taxus express2 8.8% 3.50 x 12mm stent was encountered. The physician reported meeting resistance when trying to place the stent into the right position. When the physician pulled the stent back, displaced struts were revealed. The pt had a diagonal branch dissection and occlusion. No other info regarding pt status is available. Same case as MFR #6000089-2003-00042.